Manufacturer narrative:
Correction: brand name [d1] of the device was incorrectly submitted in the initial report; brand name has been corrected in this report to 'minimally invasive deformity correction (mid-c) system'. Additional information / device evaluation the explanted device was returned, and was subjected to cleaning, steam sterilizing, and engineering evaluation. Minimal wear was observed on the spherical rings, one ring had minor portion of adlc missing in a non-critical area. The device was fractured at first tooth location, at the mid-point of the pole. The fracture plane was photographed and was indicative of fatique fracture. It's important to note that the breakage of the implant was not the reason for its removal and was only identified during the postexplant evaluation.. It wasn't wore smooth so it is possible that it didnt completely fracture until they went to remove it.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On 27-oct-2024 apifix was notified that patient (B)(6) is scheduled for a planned explantation (removal) procedure on (B)(6) 2024. On (B)(6) 2024 patient (B)(6) underwent removal procedure. According to the reporter, it was a planned explantation after patient achieved skeletal maturity. Patient had no complaints. No excessive metallosis after explantation. Implant came apart after removal (rod separated from implant). Implant being returned to manufacturer for analysis. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Explanted device is expected to be returned to manufacturer where an analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On 27-oct-2024 apifix was notified that patient (B)(6) is scheduled for a planned explantation (removal) procedure on (B)(6) 2024. According to the reporter, this was a planned explantation after patient achieved skeletal maturity. Patient had no complaints.